Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient feeling sick presented to the clinic. Upon interrogation the atrial lead exhibited noise, high impedance and unacceptable thresholds. The lead was capped and replaced on (B)(6) 2014.